Event description:
Per the initial reporter, the account has a vertier surgical table that will not turn on at all, even after charging. The floor locks are down so the account cannot move it. The issue was identified while prepping one of the rooms. Upon further investigation, it was identified that the override panel and remote of the surgical table were not working at all. Room number was not provided. There were no patients involved with this malfunction and no adverse consequences.

Manufacturer narrative:
There is no established expiration date for this device. The mentioned device was evaluated in the field. Unknown whether initial reporter was a health professional and what title was. Further attempts will be made for this information. Device manufactured date is unknown at this point. Further attempts will be made for this information. Evaluation summary: upon investigation, it was identified that the override panel and remote were not functional. The override panel is the safety module designed to be used during failure of the remote to articulate the table. There were no adverse consequences as a result of the failure. This is not a single-use device.